Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen and button response issues and contamination under button contacts. This report is made based on results of investigation completed on 10/08/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/08/2013 with the following findings: during investigation, the display screen was found to be dim and discolored. A test display was installed and displayed properly. Additionally, all the keypad buttons were intermittently unresponsive and required multiple, hard presses to elicit a response. Evidence of contamination was found under all key contacts. The audio bolus button was also unresponsive and the cover was torn. The cover was removed and the contact was misaligned and there was evidence of contamination. Unrelated to the display and keypad issues, evaluation revealed a cracked battery compartment. The pump failed a leak test due to the cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).